Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the linkassist released unintentionally. No adverse event reported. Requested return of the alleged linkassist for evaluation.